Manufacturer narrative:
Unique identifier (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys vitamin b12 (vit b12) immunoassay result for 1 patient tested on a cobas 8000 e 801 module. Of the patient data provided a reportable malfunction was provided for both vit b12 and elecsys ferritin (ferritin) the initial vit b12 result was <100 pg/ml, with a data flag. A repeat result of 209 pg/ml was verbally communicated. According to the analyzer data provided, the vit b12 testing was repeated twice with results of 288 pg/ml and 307 pg/ml. Clarification of the results has been requested but has not been provided. The initial ferritin result was 4.37. On (B)(6) 2018 ferritin was retested twice with results of 126 and 127. The ferritin units of measurement were not provided. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The vitamin b12 reagent lot was 27391200 with an expiration date that was requested but not provided. The ferritin reagent lot was 27587100 with an expiration date that was requested but not provided. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation showed that issue was related to poor analyzer maintenance, improper handling of the patient samples, and improper handling of the instrument reagents. There were traces of gel found on the incubator and sampling area of the cobas e602 due to the aspiration of gel and no manual cleaning being performed. Analysis of the alarm trace showed multiple sample short alarms. The customer was using samples with a low volume that were initially rejected by the preanalytical system. The customer manually loaded the samples and was using unapproved sample containers. Samples were also shown to have bubbles/foam present due to improper mixing. It was found that the instrument was very dusty both externally and internally. Dust build up around level sensors might have affected the level detection and aspiration performance. Two instrument consumables, procell and cleancell, showed a lot of crystallization which might block the sipper probe or damage the measuring cell. A example reagent pack in the customer's refrigerator was found to be frozen. The reagent is suppose to be 2-8 degrees celsius. This can cause the microbeads in the reagent to freeze which could lead to failed calibrations or low results for qc and/or patient samples. During the investigation an example of a patient sample tube with visible bubbles present was provided. For this patient sample the tsh results were also provided of which the results were a reportable malfunction. The initial tsh result was 0.311 with a repeat result of 0.288. Further information and clarification in relation to this data was requested but was not provided.